Event description:
It was reported that on (B)(6) 2012: the patient presented for an office visit. The surgeon mentioned that she had gone on to an excellent fusion at c2-c3, c4-c5 and c5-c6. On (B)(6) 2012: the patient presented for an office visit. The surgeon was very pleased with the lordosis and he fully released the patient to full unrestricted activity, as the patient had gone on to a successful fusion per the surgeon. On (B)(6) 2013: the patient presented for a visit and was told the result of the treatment was excellent.

Event description:
It was reported that the patient underwent spinal fusion surgery on (B)(6) 2011, wherein, the following products were implanted: rhbmp-2/acs , two 4.5mm screws, one 32mm two level plate, one 13mm one level plate and a 11mm one level plate, three alphatec 7mm and 8mm cages and two large bone inserts. Post-op,allegedly, the patient suffered significant pain and permanent injuries to her body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient presented for follow-up visit and reported neck pain, some burning sensation in both shoulders and ache in upper thoracic spine. Pain worsens with movement of head. On (B)(6) 2011, patient presented for office visit and reported dysphagia and upper airway obstruction with reduction of decadron. Patient underwent videostrobolaryngoscopy. On (B)(6) 2011, patient presented for follow-up visit and reported pain in neck, shoulders and mid-upper thoracic spine. Pain worsens with movement of head (looking up and down, turning head) and lifting arms. Patient underwent MRI of cervical spine without contrast. Indication: pain, history of cervical fusion. Impression: evidence of prior anterior fusion of the cervical spine. Note that metallic susceptibility artifact from the hardware precludes assessment of the disc or the integrity of the hardware at these levels. Borderline spinal stenosis from c3-4 through c6-7, as described most notable at c6-7. No evidence of neural foraminal stenosis. Borderline asymmetric appearance to the vocal cords and aryepiglottic folds and piriform sinuses. This is most likely physiologic asymmetry secondary to and asymmetric relationship of the airway to the cervical spine, with the airway lying to the left relative to the cervical spine. However, neural or dysfunction of the glottis cannot be completely excluded. If this is a clinical concern, recommend laryngoscopic evaluation. Incidental finding of multiple perineural cysts. On (B)(6) 2011, patient presented for follow-up visit and reported neck pain and burning sensation in right elbow. Pain worsens with looking down and turning head. On (B)(6) 2012, patient presented for follow-up visit and reported pain in neck, head, jaw, elbow, lower and upper back. Pain worsens with looking downward, turning head and arm movements. On (B)(6) 2012, patient presented for follow-up visit and reported pain in neck, back of head, right side of jaw, right shoulder, elbow and wrist. On (B)(6) 2012, patient presented for office visit and reported significant pain, dysphagia, dystonia, cervical pain, residual arm pain, weakness, difficulty in sleeping, headaches, numbness memory loss, loss of concentration and tingling. On (B)(6) 2012, patient presented for follow-up visit and reported pain in neck and head which worsens by looking down. On (B)(6) 2012, patient presented for follow-up visit. On (B)(6) 2013, patient presented for follow-up visit and reported pain in neck, back of head, clavicle region, neck spasms, occasional numbness and tingling in fingers. Pain worsens with neck movement, worse by looking down. On (B)(6) 2013, patient presented for office visit. Patient reported constant pain located at base of skull, neck pain which worsens with neck movement. Patient reported dropping things from right hand. On (B)(6) 2013, patient presented for office visit. Patient reported constant pain and tightness of the neck and base of skull. On (B)(6) 2013, patient presented for follow-up visit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2011: the patient underwent an anterior cervical diskectomy ant fusion surgery at levels c2-3, c4-5 and c5-6. Where the following items were used: two alphatec spine 7mm cages; one alphatec spine 8mm cage; one 13mm one level plate; one 32mm two level plate, lost/serial number (B)(4); eight screws, 4.5mm x 2mm; four screws, 4.5mm x 14mm; one bone insert, 20mm x 5mm x 16mm; one bone insert, 20mm x 5mm x 16mm; one bone graft (rhbmp-2/ acs) xx small; one baxter health care corp. Flo seal hemostatic matrix 10ml. Per op notes, an anterior cervical diskectomy was performed at c2-3, c3-4 and c5-6. The endplates were stripped, decorticated and the neural formina were enlarged using #2 kerrison rongeurs at c2-3, c4-5 and c5-6 bilaterally. The appropriate sized alphatec cage was then filled with the bone allograft and extra/extra small bmp and placed in a countersunk position. Post-op, patient alleged of swelling of the neck and throat, constriction of her airway and other structures as well as her ongoing issues with difficulty swallowing, breathing and speaking. Patient alleged that surgery did not relieve her pain. To the contrary, her pain has continued to become more pronounced since her surgery, to the extent that she now must regularly treat with her pain management physician. Patient has also had significant problems with hardware impingement on her throat resulting in her feeling as if she's being choked or strangled. She lives with constant, severe unrelenting daily neck pain. Patient also reported of having constant pain, anxiety and depression, as a result of surgery and has suffered from uncontrolled bone growth and other complications and side effects from bmp having been used in her surgery. Patient allegedly had the fear significant and realistic fear that she will develop cancer or a cancerous condition as a result of the unauthorized and prohibited use of rhbmp-2/acs, or its component part bmp, in her surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2011: the patient presented with degenerative disk disease, osteopenia and facet arthropy, c2-3, c4-5 and c5-6 and underwent the following procedures: anterior cervical diskectomy and fusion, c2-3, c4-5 and c5-6; use of spinal element plate and cage; use of alphatec cage; use of allograft bone and extra/extra small bone morphogenic protein; use of operative microscope. Patient underwent fusion with bmp bone graft. Cervical cage, screw drill plates and floseal were used. As per-op notes, ¿anterior aspect of the vertebral body of c2-3, c4-5 and c5-6 was exposed. Anterior cervical diskectomy was performed at these regions. The endplates were stripped, de-corticated and the neural foramina were enlarged. The appropriate sized cage was then filled with allograft and extra/extra small bmp was placed in a countersunk position.¿ no complications were reported. The patient consulted another physician on recommendation of the operating physician for post-op pain management. The neurological studies indicated decreased bilateral upper extremity strength and hand grip. The patient underwent x-ray of spine due to pain. Impression: intra-operative images. On (B)(6) 2011: the patient was discharged. On (B)(6) 2014: patient underwent MRI of the cervical spine. Impression: multilevel discectomy with interbody fusion and anterior fixation negative for spinal stenosis. Hypertrophic facet arthrosis at c3-4 and c6-7 on the left and at c3-4 and c6-7 on the right. Mild foraminal narrowing especially at c3-4. No cord signal narrowing demonstrated. MRI of the both temporomandibular joints without gadolinium. Impression: right temporomandibular joint: normal resting condylar position and normal intra-articular disk. Restricted motion on open mouth views. Left temporomandibular joint: normal condylar position and normal disk morphology. Again, decreased range of motion on open mouth view. On (B)(6) 2015: patient underwent CT scan of cervical spine with contrast. Impression: no interval change, stable appearance of solid anterior fusion at c2-3 and c4-6. This is associated with auto fusion of the facet joints. Unchanged degenerative facet arthropathy at c3-4 and c6-t1. On (B)(6) 2015: patient underwent MRI of cervical spine with contrast. Impression: solid interbody fusions at c2-3 and c4-6. Multilevel mild to moderate facet arthropathy, notably at c3-4 bilaterally. Right sided thyroid mass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.